Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer cancelled the work order. No resolution was provided by both the field service engineer and the customer about the resolved issue. The device functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer stated that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.